Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to sus voluntary event report number: mw5074326.

Event description:
Sus voluntary event report foi for manufacturers (mw5074326) was received on (B)(6) 2018 with the following information: "curvularia infection of the cns (well after removal of the device)."

Manufacturer narrative:
Investigation completed on 07feb2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No lot number was identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided, a root cause could not be determined.